Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the remote monitor was unable to find telemetry with the implantable pulse generator (ipg). Additionally, the device was in recommended replacement time (rrt) and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.